Manufacturer narrative:
No patient information provided to date after calls to customer 11/30/2020, 12/01/2020, and 12/04/2020. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Moisture and air bubbles were removed from the hose between the sensor interface board and flow sensors to resolve the issue.

Event description:
The hospital reported an error that results in high co2 delivery. The unit was replaced and case resumed. There was no report of patient injury.